Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image problem occurred due to communication function failed caused by a damaged connection. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result video system center. " olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an image problem (bad picture). There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the device had a cracked connector, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.